Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Two small needle-suture pieces were received for analysis. Product code ep8747h. The product code required one strand double armed per packet. During the visual inspection of the sample, no breakage suture was observed. But the extremes were noted to be cut possibly caused by a surgical instrument. Also, body fluids were noted along the strand. The other section of the suture was not returned for analysis. The functional test was not possible because the suture was received with a short length. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, ep8706h needle was easily bent during suturing, while ep8747h suture was snapped when the cv surgeon was tying the knots. There were no adverse consequences reported. Additional information was requested.